Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator crt-d) system has a known issue with chronic atrial fibrillation (af) and it was noted that the right atrial (ra) lead was dislodged. An av node ablation was performed and when they were connected to the device the diagnostic catheter was laying across the coil and shock lead impedances measured greater than 200 ohms. Measurements were normal when the catheter was removed. Technical services discussed that the high out of range shock lead impedances were due to external equipment in which there was noise that was being oversensed. At this time, the system remains in service. No adverse patient effects were reported.